Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. The customer's blood glucose level was 347 mg/dl.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be completed.